Manufacturer narrative:
Pmt was notified that the torque setting used in the halo ring application was 6 in/lbs. Pmt through email was notified that the setting used when the skull was penetrated was not modified on the torque driver, but when received by pmt, the torque driver was set at 0in/ lbs., not 6in/lbs. Pmt performed torque driver setting analysis by using a calibrated torq-tronics system 2 screw driver analyzer at the settings of 6in/lbs, and the received setting of 0in/lbs. Three rounds of analysis were performed for the two settings as well as 4 and 8 in/lbs., the minimum and maximum range for skull pin application. The pmt instruction manual for halo rings recommends 4-8in-lbs for tightening halo skull pins. The 6in/lbs. Testing trials resulted in a torque output of 6.0in/lbs. For all three trials. The 0in/lbs. Testing trial resulted in a torque outputs of: 1.3in-lbs., 1.2in/lbs, and 1.2in/lbs. 4in-lbs. Was analyzed with output of 4.2in/lbs., 4.0in/ lbs., and 4.3in/lbs. Finally, 8in/lbs. Was analyzed with output of 7.5in/lbs., 7.7in/lbs., and 7.8in/lbs. The product performed as intended per the product specifications.

Event description:
It was reported that one adjustable torque driver was involved in an incident where 4 halo pins penetrated the skull of an (B)(6) patient. Pmt was notified that the torque setting used in the halo ring application was 6 in/lbs.